Event description:
It was reported that a single occurrence of oversensing was observed. A lead replacement was considered during a device change out, but could not be performed due to patient anatomy. The lead remains implanted, and the patient was stable during the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.